Manufacturer narrative:
Evaluation completed. See attached failure investigation summary report.

Manufacturer narrative:
Nihon kohden orangemed llc will submit a supplemental report if additional information becomes available.

Event description:
During patient use, the ventilator activated a high fio2 alarm. When the nurse attempted to adjust the ventilator settings, the touchscreen was nonresponsive to touch. The breath delivery unit continued to ventilate the patient. There was no patient harm, and the patient was placed on another nkv-550 ventilator. After the ventilator was removed from the patient, it was power cycled, and the touchscreen functioned normally. The event logs confirmed that the graphic user interface (gui) became unresponsive to touch during the event. After power-cycling the ventilator, the gui returned to normal functionality. The patient's ventilation was not affected.